Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt's wife also reported that the pump battery compartment was cracked.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a battery compartment crack consistent with the pt's report but demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.